Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a ¿pump issue.¿ there was no additional information available for this complaint. An attempt to obtain more information has been made to obtain more information regarding this complaint with no success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.